Event description:
It was reported that the patients lead had migrated. The patient underwent a lead revision procedure and was doing well postoperatively. The explanted device will not be returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(6). Batch: 7112942.